Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, failed battery, keypad anomaly and compromised force system alarm. The customer¿s blood glucose level was unknown. The customer stated that the esc and act buttons not working. The customer stated that the insulin squirting during prime and insulin pump rejecting the new batteries. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No motor error alarm and a33 alarm noted. The motor was tested outside of the device and passed. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test and low battery alert noted. (B)(4).